Manufacturer narrative:
Conmed received the used/damaged ultrablator for evaluation on 31-dec-2015 and confirmed the report problem of the "part of the tip broke off". Visual inspection found the side of the electrode tip was burned in appearance with insulation missing and the ceramic was broken. The broken piece was returned. The exact cause of the tip insulation and ceramic damage was unable to be determined. However, evaluation of similar complaints revealed that this type of damage is indicative of either due to high generator settings, prolonged use or being physically damaged during use. This lot with the (B)(4) was manufactured on 12-may-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to this reported problem of "part of the tip broke off". Of the lot containing 95 units, there was no other similar complaint received for this item and lot number combination. A review of the complaint history for the device family shows there have been no serious injuries or death related to this reported problem. This alleged failure mode is addressed in the fmea and the safety risk has been found to be acceptable. The ultrablator electrodes are intended to be used in arthroscopic applications of resection, ablation, tissue modification, excision of soft tissue, hemostasis of blood vessels and in coagulating soft tissues. Areas of application include knee, shoulder, ankle, wrist, and elbow arthroscopic procedures. To reduce the risk of insulation damaged and patient injury, the device instruction for use (IFU) provides the user with the following precautions and warnings: precautions: use caution when programming the power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. Continuous flow of irrigant is recommended. Fluid flow assists in removing debris as well as cooling the fluid in the joint and electrode tip between activations. Maintaining an outflow is important, especially in small joint spaces. Warnings: electrodes must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use ablators only within prescribed generator settings. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Use care when inserting into and withdrawing the electrode from a cannula to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Avoid unnecessary activation between tissue applications to avoid patient injury. Do not pry or pull tissue using the device. Insulation may be damaged. Electrical shock hazards and safety considerations: this equipment is capable of producing a physiological effect and is for use only by licensed physicians trained in the use of this device. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage.

Manufacturer narrative:
As of this filing, the damaged ultrablator 90 degree angle, 110mm x 2.5mm has not been returned/received from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Device has not yet been returned.

Event description:
The distributor in (B)(6) reported that during use of the ultrablator 90 degree angle 110mm x 2.5mm in an arthroscopic surgery, the customer alleged that "a part of the tip broke off during surgery" and reportedly fell into the surgical site. Follow-up with the user facility via e-mail to the distributor revealed that the broken portion was removed immediately from the patient. The report also indicated that the procedure was otherwise completed as planned with the use of a back-up ultrablator. There was no patient injury and no surgical delay reported. Despite the attempt, the distributor was unable to obtain additional information from the end-user facility in regards to how or when the tip breakage occurred, type of the generator used and its settings, or the patient's demographic information, etc.